Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep, the casue of the "no device found" and "recharge quality" issue did not determined. The issue has been resolved after reset.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6); implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-18, information was received from a patient (pt) regarding an external device. The reason for call was pt states they received a replacement controller from sunmed on monday and controller is showing battery level of 60% and ins at 40%. Pt states the controller will not find the implantable neurostimulator (ins) and instructs pt to connect the recharger telemetry module (rtm). Pt connects the rtm and controller will show charging at excellent then will bounce from good to poor to lost connection and pt has not moved the rtm at all. Pt states they think they were able to pair the controller to the ins. Pt states they have charged the ins and the controller but every time they try to connect to the ins again the controller says no device found and says pt has to connect the rtm. Pt will call back if they need further assistance. While on the call pt states they spoke to manufacturer representative (rep) over the phone on wednesday 3/18/26 and the rep told the pt to call manufacturer. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. On 2026-mar-23, additional information was received from the patient. Patient called back and repeated previously documented information. Patient mentioned the replacement recharger hasn't done anything. Patient mentioned they keep getting device not found and has to plug the recharger in. During the call, controller showed 60% and implant 90% and the controller was plugged into the controller. Patient unplugged the recharger and tried to hit the lock icon to lock the controller but patient mentioned the controller showed checking recharge quality. Agent walked patient through resetting the controller, patient unlocked the controller and controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Agent instructed patient to stop the charge session, unplug the recharger and lock the controller. After a few seconds, patient unlocked the controller; controller showed no device found. The patient was redirected to their healthcare provider (hcp) to further address the issue.